Manufacturer narrative:
The lead was surgically abandoned. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds which resulted in loss of capture. The patient went from solid atrioventricular conduction to having a complete heart block. The lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.